Event description:
In an article titled "the sandwich phenomenon": a rare complication in adjacent, double-level x-stop surgery, the following event was reported: patient 3: a patient underwent a two levels x-stop procedure at l3/l4 and l4/l5, without experiencing any intraoperative complication. After surgery, a significant clinical improvement laster for about 18 months, the patient presented because of recurrent symptoms. Patient denied having sustained traumas or having performed physical "strenue activities". Updated imaging demonstrated the l4 spinous process fracture with devices dislocation. However, the patient refused further surgery and was treated conservatively. No additional information was reported. Case reports presented for patient 1 and patient 2 were previously filed as 2953720-2006 00014 and 2953720-2006-00016.

Manufacturer narrative:
Report source: article titled "the sandwich phenomenon": a rare complication in adjacent, double-level x-stop surgery", by giuseppe m. V. Barbagallo, md, leonardo a. Corbino, md, giuseppe olindo, md, pietro foti, md, vincenzo albanese, md, and francesco signorelli, md. Add'l catalog #: 1-3012. Device not returned, followed up with author.